Event description:
A baxter service technician reported an infusion pump with a triple alarm failure code, found during service. The facility's representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.